Event description:
Additional information received from the representative reported the doctor did not want to replace the ins at this time and was trying the patient on new medication for pain to see how the patient does. The patient was not receiving any therapy at this time. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly. The battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins, the total recharge count was 326. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2016. The device was recharged for 2 hours 43 minutes and the battery charged from 3.555v to 3.960v. The battery discharged to the lock mode on (B)(6) 2016; the total therapy loss count was 5. The parameter trend diagnostic section of the trace report showed the last patient usage was on (B)(6) 2016. Analysis of the lead (s/n (B)(4)) found the lead body¿s conductor was broken at the anchor site. Analysis of the lead (s/n (B)(4)) found no significant anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the physician was working on insurance approval to replace leads. No schedule surgery date yet. If additional information is received, a supplemental report will be submitted.

Event description:
The patient had changed their appointment. The patient was being referred to another physician for lead and possible battery replacement. The leads were going to be replaced due to the high impedance readings per the impedance check on (B)(6). A date, for lead and possibly battery replacement, has not been determined.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 97791, product type: accessory. Product ID 97791, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported the implantable neurostimulator (ins) malfunctioned resulting in explant. The device was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), implanted: explanted: product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The consumer reported that she had turned the device off in april because the patient had surgery on her back. The patient needed to get in contact with manufacturing representative to turn the device back on. The patient stated that the device would not recharge either. The patient via a company representative (rep) later reported they had back surgery in (B)(6) 2014 and again in (B)(6) 2015 that were unrelated to the stimulator. The patient did not charge the implantable pulse generator (ipg) during this time. The patient had not charged since (B)(6) 2014. There was a suspected overdischarge. The patient was going to meet the rep on (B)(6) at noon to perform a physician mode recharge (pmr). The patient was not receiving effective therapy at this time. No surgical intervention occurred or planned. The rep later reported that the patient had done two pmrs and was still trying to rehydrate per the norm. The loss of therapeutic effect was not resolved yet. The rep later noted the patient was undergoing a pmr. The antenna locate (al) was used to see if a quick jump start can happen. In doing al, the rep saw an icon of ins and cloud with xxx in it. It was reviewed that it was typically a version issue; the patient did bring in her own recharger. The rep only saw it one time and there were no issues at that time as the rep did not see it again. The pmr was in progress. The rep later indicated that contacts 0-7 were out of range and greater than 10000 ohms. The patient was only receiving stimulation on the right side. The patient has an appointment with the doctor on (B)(6) and will discuss options with him at the time. The indication for use was lumbar radiculopathy and spinal pain. If additional information is received, a follow up report will be sent.